Event description:
It was reported that when using the zero tube head button, the c-arm continues rotation passed 0 degrees. No injury reported. A field engineer was dispatched to the site and determined the rear rotation switch needed to be replaced. Once this was completed the system was working as intended.